Manufacturer narrative:
The device was not returned to us, and we are thus unable to confirm the complaint.

Event description:
While being used in a home setting on a pediatric patient, the patient's caregiver claims the pump failed to alarm with air in the line, and potentially delivered air into the patient's stomach. The pump usually runs over-night for 12 hrs = 540 ml at 45 ml/hr. One night, the caregiver awoke to find the bag was empty and had not alarmed. The patient receives continuous feedings. That night, the caregiver added 150 ml of formula to the feeding bag at 3:30 am (the bag already had 30 ml in it at the time). When the caregiver awoke at 6:00, she found the pump running, having not alarmed, and the tube completely full of air (no formula in the tubing). There was approx 60 ml of formula remaining in the bag. The caregiver was able to change tubing and restart the feeding, and has not experienced the problem since. She suspects the child received air in his stomach because he was crying and appeared uncomfortable for about 6 hours.